Event description:
It was reported the patient experienced a return of symptoms. The loss of therapeutic effect was gradual and the patient was experiencing constipation. Following a replacement procedure for normal battery depletion the previous year, impedances were greater than 4,000 ohms on contact #3. Since the night prior to the report, the patient experienced a ¿strong¿ pain in the left leg. Reprogramming was noted and it was stated the patient was to follow up with the physician. It was suggested that the device be switched off. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Lead implant date is an approximation; concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer representative reported that no interventions were taken to resolve the leg pain. No cause was identified and they did not check to see if the lead had migrated. The patient was not feeling very well and had constipation. The physician would do a follow-up visit with the patient this week.